Manufacturer narrative:
H.6. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. After sales and marketing reached out, they concluded that there is a lack of understanding of the new product due to a lack of training provided because of the covid-19 situation.

Event description:
It was reported that the safety mechanism does not fully cover needle after use with a bd cathena¿ safety IV catheter. The following information was provided by the initial reporter: it was reported that the needles are not fully retracting.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the safety mechanism does not fully cover needle after use with a bd cathena safety IV catheter. The following information was provided by the initial reporter: it was reported that the needles are not fully retracting.